Event description:
On (B)(6) 2025, a patient submitted an inquiry via phone regarding the material composition of the following arthrex implants, which were implanted during the patient's arthroscopic rotator cuff repair of the left shoulder performed on (B)(6) 2024. The arthrex products implanted in the patient's surgery were ar-3652tsp 2.6 fibertak rc sp soft anchor and an ar-2324kbcc biocomposite knotless swivelock anchor. Two days after the procedure, the patient experienced a severe reaction, including raised hives over the chest, neck, and abdomen, primarily affecting the upper body. The rash was described as hot to the touch, accompanied by fever, and a 1.5-inch area of inflammation around the left shoulder joint that lasted approximately 24 hours. The patient went to the ER for these symptoms. This reaction occurred twice over the past year, with recurring hives annually. Additional rashes have also appeared on the face and legs. The patient was on pain medication postoperatively, and the facility was unable to determine the exact cause of the reaction. The hives have persisted for over a year, primarily affecting the upper body. The patient has consulted with an allergist, who suggested the reaction could be related to surgical trauma or a material sensitivity. Other ongoing symptoms include pain, swelling, and stiffness in the left shoulder, despite continued physical therapy and allergy treatment. Based on the allergist's recommendation, the patient is requesting the material composition of the implanted devices to assess whether they may contribute to the symptoms and determine if implant removal surgery should be considered.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Manufacturer narrative:
Additional information: g3, h3, h6. Based on the information provided which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The most likely cause is a patient-specific event due to the patient's allergic reaction. Per dfu-0054-eo revision 7: "3. Allergic-type reactions to pla (poly lactic acid) materials (plla (poly-l-lactic acid), pldla (poly-l-d-lactic acid)) have been reported. These reactions have sometimes necessitated the removal of the implant. Patient sensitivity to device materials must be considered prior to implantation." Additionally, "3. Foreign body sensitivity. Where material sensitivity is suspected, appropriate tests should be made, and sensitivity ruled out prior to implantation. 4. Foreign body reactions. See adverse effects, allergic-type reactions."

Manufacturer narrative:
Additional information: b5, g3.

Event description:
Additional information was received on 11/10/2025: the patient underwent an allergy patch test a few weeks ago and tested positive for gold sodium thiosulfate. The patient is requesting confirmation on whether any components used in their shoulder repair contain this substance or could be contributing to the hives they have been experiencing.